Manufacturer narrative:
Product complaint #: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A year and a half ago, a doctor installed a corail-pinnacle prosthesis for a patient with a ceramic-polyethylene friction pair. Patient reported that 2 weeks ago she heard a crunch when moving the joint, and contacted the doctor. The patient underwent a revision of the hip joint due to a fracture of the liner. The doctor replaced the head. Number of patients involved - 1. The patient is in hospital, her condition is satisfactory.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : a year and a half ago, a doctor installed a corail-pinnacle prosthesis for a patient with a ceramic-polyethylene friction pair. According to her, 2 weeks ago she heard a crunch when moving the joint, and contacted the doctor. On august 26, the patient underwent a revision of the hip joint due to a fracture of the liner. The doctor replaced the head. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the outer surface of the device presents signs of what appears to be metal transfer, most likely due to direct contact between the head and the cup. It is not unreasonable to consider that an audible sound was generated due to the interaction between devices. The observed condition of the device does not represents a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +5 would contribute to the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.